Manufacturer narrative:
Device evaluation: customer report of pvl could not be confirmed through visual observations. X-ray demonstrated wireform intact and frame expanded. As received, thrombotic-like material was observed on the inflow and outflow aspects of the valve. Thrombotic-like material restricted leaflet mobility and led to stenosis. Thrombotic-like material was also observed around the stent and wireform circumference. Suture holes could not be visualized through the thrombotic-like material at the black stitch markings. Photos provided by customer appeared consistent with lab findings. Echocardiography images were reviewed. Two ttes demonstrate significant paravalvular aortic regurgitation. If the submitted tee images represent intraoperative images at the time of the initial aortic valve replacement (with incongruent progression of dates), then paravalvular aortic regurgitation was demonstrated at the time of implantation. If not, then submission for review of the intraoperative images at the time of implantation of the valve would be of interest. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, it can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operation period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to number of issues including patient related factors or structural valve deterioration. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that a 25mm valve was explanted due to moderate paravalvular leak after an implant duration of 10 days. As reported, this valve was implanted in a patient with calcification and severe aortic valve stenosis. The procedure was successful and no pvl was observed at the time of implantation. The issue was observed on echo just before discharge.

Manufacturer narrative:
H10. Additional manufacturer narrative: updated section b5.

Event description:
Edwards received notification that a 25mm valve was explanted due to moderate paravalvular leak after an implant duration of 10 days. As reported, this valve was implanted in a 76 year old patient with calcification and severe aortic valve stenosis. The procedure was successful and no pvl was observed at the time of implantation. The issue was observed on echo on pod 4.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.